Manufacturer narrative:
Preliminary investigation performed by r&d knee manager: from the picture of the implant, no residual cement can be seen on the internal surface of the tibia baseplate and the femoral component. Absence of cement on explanted components is not an evidence of a faulty device. Postero stabilized peg of the tibia insert looks damaged with some dents of its lateral surface. This was most likely caused for the contact between the peg and posterior condyle of the femoral component after mobilization of the tibia component. The causes for mobilization cannot be determined from the information received. No evidence can lead us suppose the event is due to a faulty device. Clinical evaluation performed by medical affairs director: total revision 6 years after cemented ps tka because of mobilization of the tibial component. An infection had been suspected before the revision operation and a provisional spacer interposed, then the infection was not confirmed and a revision implant was put in place. The causes for mobilization cannot be determined from the documentation received. We must suppose it's a case of idiopathic aseptic loosening, a possibility described in literature. We have no reason to suspect it was originated by a faulty device. Batch review performed on 08 april 2019: lot 122312: (B)(4) items manufactured and released on 26-oct-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
About 5 years and 9 months after primary the surgeon revised all the components for tibial plateau loosening. The surgeon suspected also an infection and for this he decided to do a 2 step revision surgery implanting a spacer. The infection was not confirmed. Second step revision performed successfully on the (B)(6) 2019, new gmk-revision sc implanted with thicker liner.